Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left main coronary artery. A 4.00x12mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the stent was dislodged from the delivery balloon and it was lost in the coronary vasculature. The stent was unable to be recovered. The procedure was completed with a different device. No patient complications were reported and the patient's status was status.